Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected the wireless footswitch was not connecting during a planned procedure. The procedure was completed using the wired footswitch. On the advisement of the philips service engineer, the customer reseated the battery of the wireless footswitch, which resolved the issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.